Event description:
During routine maintenance, it was found that the pin sticks in the collet. There was no pt involvement and no adverse consequence reported as a result.

Manufacturer narrative:
Visual inspection and performance testing verified a pin stuck in the collet and verified the impreglon coating on the collet was worn off, causing the collet to not grip the pin completely.